Event description:
Customer reported device = 243 mg/dl at 4 pm. Customer took insulin and ate dinner. At 8 pm, device = 189 mg/dl. Customer took more insulin. Customer passed out. Spouse treated with a coke. No controls were used. A request was made for return product and replacement product was sent.